Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to loose components. It was not reported to the rep which components were loose. The entire knee construct was revised to a stryker knee.